Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set site change was performed and multiple infusion set tubing changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was over 400mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. During a follow-up, an additional occlusion alarm occurred. The customer's bg level was 489mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.